Event description:
It was reported that the implantable neurostimulator (ins) had been turning on or off on its own. The patient synched the ins with her patient programmer that showed the ins was actually off. It was not a positional issue where she was not feeling it. It was later reported that the issue had been going on for the past couple of weeks about three times a day. The patient was in adaptive stim mode and it was unclear if the patient had tried without adaptive stim. It was also reported that the patient was having difficult time recharging. The charge time was three hours, however the battery level and coupling was unknown. It was later reported that the patient was unable to adjust stimulation. When the patient was driving, she turned stimulation off. The stimulation would ¿kick on¿ 15 minutes into driving. On the date of this report, the patient was at work sitting at her desk and she turned the stimulation on. Then the stimulation turned off sporadically three different times. The patient checked with the patient programmer and the setting was at ¿zero.¿ the patient was using adaptive stim. It was later reported that the issue started when the adaptive stim was enabled. The manufacturer representative lowered the transition times, eliminated transition zones, and made mobility rate higher to see if ¿it works better.¿ it was later reported that diagnostics performed on the device showed all electrodes in normal range. The patient planned to use the device without adaptive stim for one week. The patient outcome was noted as ¿good¿ as of (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).